Manufacturer narrative:
Additional narrative: this device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device side vent was damaged and the red light came on and flashed while the battery was charging. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on internal electronic and mechanical components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the side vent on the universal battery charger device was damaged and the red light came on while charging the battery device. During in-house engineering evaluation, it was observed that the device side vent was damaged and the red light came on and flashed while the battery was charging. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.